Manufacturer narrative:
Na.

Event description:
Information was received that this right ventricular (rv) lead displayed high pacing thresholds. During a device upgrade procedure, this rv lead was capped and abandoned. No adverse patient effects were reported.